Event description:
The customer was hospitalized for dka. It was indicated that the customer was vomiting prior to the admission. Also it was informed that the high bgs might be due to a viral infection. The customer changed the set four times. Troubleshooting was performed. The high-pressure test did not pass.